Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported (B)(6) reactions with 0.8% selectogen cells lot vs785 cell 1 with 1 sample that had a previous history of (B)(6) manual gel testing. According to customer, sample was first tested on (B)(6) 2014 with an alternative lot of 0.8% selectogen and antibody screen was (B)(6) subsequent antibody identification indicated anti-c. Customer stated that on (B)(6) 2014, a new sample was received and tested with 0.8% selectogen lot #vs785 and antibody screen showed negative reactions. Because of the previous history, the customer repeated testing using both old and new lots of screening cells 0.8% selectogen, with an increased incubation time of 30 mins.(B)(6) was noted with the alternative lot, while vs785 remained negative.